Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. One kink was found on the inner lumen and catheter tubing near the y-fitting approximately 76.2cm from the iab tip. The optical fiber was found to be broken at the kinked location. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab did not inflate. The condition of the iab as received indicated kinks in the inner lumen and catheter tubing. We are unable to determine when the kink occurred, however the kink found on the catheter tubing of the returned device restricted the gas passage and resulted in poor inflation on the pump. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that during initial startup of intra-aortic balloon (iab) therapy , the iab would not inflate. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during initial startup of intra-aortic balloon (iab) therapy , the iab would not inflate. There was no reported injury to the patient.